Event description:
Difficulty was felt when trocar was inserted with sheath before put into pt. After port was put into pt, doctor had trouble maintaining pneumoperitoneum. Port was removed and small rubber cap was seen left on abdominal wall by camera that was in another port. Piece was removed without difficulty. Pt suffered no ill effects from it.